Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to complete the air removal step for cartridge and was using cold insulin. Tandem clinical support educated customer to follow the proper air removal steps and to always use room temperature insulin. Customer changed pump supplies and ultimately reverted to an alternate method of insulin delivery. There was no adverse impact to customer¿s blood glucose level.